Manufacturer narrative:
Approximate age of device - 89 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 with exacerbation of chronic obstructive pulmonary disease. The patient experienced progressive respiratory issues that required bi-level positive airway pressure (bipap) support. On approximately (B)(6) 2015, the patient¿s system controller alarmed for low flow and the patient experienced an acute hypotensive episode. The patient¿s rhythm was sinus tachycardia; no chest compressions or shocks were required. The patient was resuscitated with intubation, fluids and vasopressors. The patient¿s mean arterial pressure had been up to 120 mmhg but dropped to 60 mmhg. The event was reported to be related to the patient¿s respiratory issues. The patient continued through the night to have multiple low flow alarms. A ramp echocardiogram was completed and the pump speed was increased to 10,000 rpms, but the patient¿s left ventricular systolic (lvs) and left ventricular diastolic (lvd) diameters were larger than base line. The patient¿s aortic valve opened with every beat. There was no cannula obstruction and the patient had appropriate right ventricular function. The patient¿s lactate dehydrogenase level was unremarkable. The cause for the inability to unload the left ventricle was reported to be unclear. It was also reported that the patient had experienced a gi bleeding event ¿weeks ago.¿ the patient¿s current hemoglobin was 9.8 g/dl and there was no reported current bleeding. No additional information was provided.

Manufacturer narrative:
The report of low flow alarms was confirmed based on the information contained in the submitted system controller log file. However, a correlation between the device and the reported event could not be conclusively determined. Bleeding and respiratory failure, are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted due to respiratory failure on (B)(6) 2015 and was intubated. The patient's family elected to withdraw care from the patient and the patient expired on (B)(6) 2015. The pump was not explanted.